Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) went onsite and found maquet table hardware I/o post error (error 01). The fse reset the maquet table, successfully restarting the geometry, and performed a bodyguard calibration to address slow bow movement. Additionally, a defective connector panel in the pedestal was identified as the root cause due to an unreliable connection. The fse replaced the connector panel, verified system functionality, and confirmed that the issue was fully resolved. The system was returned to service in proper working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It has been reported to philips that the geometry did not start. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.